Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was used. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted concurrently with cystoscopy, suprapubic catheter placement due to pelvic organ prolapse, cystocele, rectocele, mixed urinary incontinence. The patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, bleeding, recurrence, dyspareunia, vaginal scarring, vaginal discharge, vaginal itching, need for self catheterization, onset of douglas hernia, nerve damage, loss of sensation, depression and anxiety. It was reported that the patient experienced mesh erosion, severe pelvic pain, recurrent vaginal infections and underwent abdominal excision removal of mesh on (B)(6) 2007. It was reported that the patient experienced mesh erosion and hernia, she underwent abdominal incisional hernia repair, abdominal sacrocolpopexy, burch colposuspension, suture rectopexy cystourethroscopy and some mesh was possibly removed on (B)(6) 2009. It was reported that the patient underwent wound debridement and wound vacuum placement on (B)(6) 2010, due to wound seroma and wound dehiscence. The patient experienced mesh erosion and underwent scar revision and removal of mesh on (B)(6) 2011. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-24777. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 concurrently with a sacrospinous ligament suspension, sling bladder neck suspension, and anterior/posterior colporrhaphy. It was reported that the patient underwent abdominal excision/removal of vaginal mesh from (B)(6) 2007 to (B)(6) 2007 due to vaginal pain and dyspareunia. It was reported that the patient underwent implantation of four sets of goretex sutures and two pieces of restorelle mesh for the anterior/posterior attachments to the vaginal vault on (B)(6) 2009. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.